Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the tip was bent and drilled into. It was determined that this was due to a failure to follow the directions for use (dfu). The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a craniotomy surgical procedure, it was observed that the motor device was generating heat and displaying an e6 error when used with a console device and crani-a attachment device. It was reported that the motor device became so hot that the surgeon could not hold it, and the motor device had to be left aside to cool down. It was noted that there was no allegation of a malfunction with the console device or the crani-a attachment device. During in-house engineering evaluation of the crani-a attachment device it was observed that the tip was bent and drilled into. There was no delay in the procedure due to event and the procedure was completed successfully. It was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.